Event description:
After carotid artery reconstruction, it was reported that patch thrombosed and was replaced by another patch. It was also reported that pt developed a left hemiparesis 12 hours after surgery.